Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there was no damage found to the pump. The cartridge cap was not returned; therefore, a test cartridge cap and the returned battery cap were used to complete testing. The last bolus delivery and the last basal delivery were on (B)(6) 2015. There was no ¿smell¿ of insulin noted in the pump. There were no errors, alarms or warnings (eaws) observed in the pump alarm history indicating a delivery interruption. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A 24 hour duration test was performed on the pump with no eaw¿s duplicated. The pump passed the delivery accuracy test and was found to be delivering within required range and delivering accurately. The reported complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the health care provider (hcp) contacted animas, alleging there was an ¿unexplained hyperglycemia event and a smell of insulin¿. There was no additional information for this complaint regarding the reported hyperglycemia or the smell of insulin issue. This complaint is being reported because the patient experienced hyperglycemia per the hcp and due to the alleged smell of insulin.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).